Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on what firing did the event occur? First. Was the tissue excised prior to assessing the staples line? Yes. Was there bleeding? No. Did the patient require a blood transfusion? No. The patient is fine, no consequences on his health or recovery.

Event description:
It was reported that during a thoracoscopy procedure, the stapling on the bronchus they used the device but the staples stayed open after firing. Sutures were used instead of staples to complete procedure. Procedure was prolonged by fifteen minutes. No patient consequences reported.